Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the 52-year-old male patient on day two of impella cp support, had echo done which revealed a left ventricle thrombus. The patient was maxed out on pressors, and family requested to monitor patient for any improvement but not to add any heroic efforts to the patient if fails on current support. Care was ultimately withdrawn at the end of support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details.